Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. Upon inflation at 24 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the hub and lumen, and contrast in the device. The balloon, tip and proximal bond were microscopically inspected. Inspection revealed a longitudinal burst in the balloon material, 1.5mm in length. Microscopic inspection found the remainder of the device free of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the balloon was inflated to 24 atmospheres. The dfu states: "do not exceed the rated burst pressure.¿ (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 3.00mm x 8mm nc emerge® balloon catheter was advanced for dilatation. Upon inflation at 24 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.